Event description:
Caller reports the following discrepant results during a correlation study: patient 1 tested 5.3 inr on the coaguchek system and 3.5 inr on a camparison lab. Patient 2 tested 3.2 inr on the coaguchek system and 2.4 inr on a comparison lab. No action was taken based on device results. No adverse event reported. Comparison performed in a medical facility. Requested return of suspect system, however caller states strips are unavailable for return.